Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the unspecified bd pen needle broke inside her husband stomach. The following information was provided by the initial reporter: I received a voice mail from a customer rep from the canada team that stated she received a voicemail from a customer that stated a needle broke inside her husband's stomach. She did not give her name only a phone number and asked if someone could reach out to her. Can someone please reach out to the customer regarding this issue?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle broke inside her husband stomach. The following information was provided by the initial reporter: I received a voice mail from a customer rep from the canada team that stated she received a voicemail from a customer that stated a needle broke inside her husband's stomach. She did not give her name only a phone number and asked if someone could reach out to her. Can someone please reach out to the customer regarding this issue?